Event description:
It was reported by service report that there was no power to the bed. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Power supply board.